Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was later reported that the pump clotted off on (B)(6) 2015 and the patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
Manufacturer's investigation conclusion: the customer communicated that no additional information will be provided. (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) instructions for use (rev. C) outlines potential adverse events, which includes thrombus, that may be associated with the use of the heartmate ii lvas. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events, as well as provides information on recommended anticoagulation therapy and international normalized ratio. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent heart transplant on (B)(6) 2015. It was noted that the clotted ventricular assist device (vad) had been decommissioned prior to transplant.